Manufacturer narrative:
Investigation completed on a smith medical tracheostomy/silicone - bivona tubes neo/ped. Device received with l/n 3832010. The device was visually inspected with no damage noted. Testing done according to the IFU (10018859-001 rev.100 - instruction for use - bivona tts flextend tracheostomy) the cuff was manipulated and the whole cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times, all the times the cuff inflated completely. Pictures provided. As preventive action production personnel was notified by quality engineer on (B)(6) 2020 as awareness of the defect reported by the customer. The complaint could not be verified or validated. No fault found with device.

Event description:
Investigation completed on a smiths medical investigation completed on a smith medical tracheostomy/silicone - bivona tubes neo/ped. Summary in h-10.

Manufacturer narrative:
Foreign report source: (B)(6).

Event description:
Information was received that the cuff was not inflating on a smiths medical bivona flextend tts pediatric straight neck flange tracheostomy tube. A trach change was done to resolve the issue. No adverse patient effects were reported.